Event description:
The patient received three cypher stents, two in the proximal lad and one in the distal lad. Approximately seventeen months later, thrombus was observed in the implanted stents. Poba and aspiration were conducted. A driver stent was implanted proximal to one of the stents in the proximal lad.

Manufacturer narrative:
Clinical summary: this (B)(6) female patient had the following medical history: mi, hypertension, lipid metabolism abnormality, diabetes, liver failure and prior pci. Medications administered prior to the procedure included aspirin and ticlopidine hydrochloride. Lesion 1-1 was a type c, de novo lesion of the proximal to distal left anterior descending (lad). Total occlusion was noted. The target lesion was predilated 6 times with a balloon (3.0 x 30 mm) at 8 atmospheres (atms) for 35 seconds. A cypher stent (3.0 x 28 mm) (lot i0904030) was deployed at 10 atms for 30 seconds at the distal lad. A second cypher (3.0 x 23 mm) (lot i0804042) was implanted at 14 atms for 30 seconds at the proximal lad. A third cypher stent (3.5 x 23 mm) (lot i0804082) was implanted at 12 atms for 30 seconds proximal to the second cypher stent. The stents were placed overlapping each other. Post-dilation was conducted with each sds balloon at 14 atms for 10 seconds in each stent. Ivus was not conducted. Actual coagulation time (acts) were not monitored in the case. Medications administered during the procedure included heparin and nitroglycerin. Timi flow pre procedure was 0 and 3 after the procedure. Residual stenosis after the procedure was 0%. Post procedure medications included aspirin and ticlopidine hydrochloride. Approximately seventeen months after the index procedure, the patient came to the hospital for a regular visit. He complained of continuous chest pain. A coronary angiography was conducted and thrombus was confirmed in the implanted cypher stents in the proximal to distal lad. To treat the thrombus, balloon angioplasty was conducted with a balloon (3.5 x 10 mm) and aspiration was also conducted. A medtronic driver stent (3.5 x 18 mm) was implanted proximal to the third cypher stent at the proximal lad. The physician noted that the probable cause of the thrombotic event was the fact that the patient stopped taking anti-platelet medication. This device cjs 28300 (lot i0904030) is distributed outside the united states; however, it is similar to the united states product cxs 28300. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2006-00363 and 00364. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.